Manufacturer narrative:
Add'l MFR narrative: device has been returned for eval. Once the device has been evaluated the MFR will file a f/u report detailing the results of the evaluation.

Event description:
A report was received that stated the pump alarmed "check clutch". No pt injury or adverse event was reported.